Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the handpiece was continuously spinning and the surgeon was unable to use the device. The surgeon received an electric shock when using the device. The surgeon used another like device to complete the procedure with no adverse patient consequences. There were no consequences to the surgeon from the intraoperative electic shock.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual main housing of the device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended. The main housing stopped rotating when trigger was released during evaluation.